Manufacturer narrative:
The pod was received fully deployed. Inspection of the soft cannula did not find it bent or kinked. The pod data indicated no struggle to deliver insulin. The investigation found no evidence of a bent or kinked cannula. Investigation of the returned device showed that an 0x1c alarm had been generated, indicating that the pod reached the expiration time of 80 hours. This alarm is a safety feature of the device and not a failure of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis. The patient's blood glucose levels reached above 250 mg/dl while wearing the pod between 36 and 48 hours. Symptoms reported include hyperglycemia and altered mental status. The patient was treated with potassium replacement, insulin drip, and blood pressure medications the patient was in the hospital for 5 days and was still there at the time of the report. The pod was removed at the hospital, and the cannula was found to be bent.